Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the blower bellows, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination.